Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. Corroded electronic assembly and corroded motor assembly noted during visual inspection. It was unable to confirm the button error alarm due to blank display. However; corroded keypad traces were noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer jumped into the pool with the insulin pump. The alarm history showed an off no power alarm on (B)(6) 2013 but, no button error alarms were present in the history at or around the time of exposure and the insulin pump passed the self-test. Customer's blood glucose value was 74 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.